Manufacturer narrative:
Philips service bypassed the ups and identified that a replacement kit was pending installation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that system failed to power on due to ups and wall breaker issues on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.